Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the emergency backup battery was exchanged as the system controller showed "charging" continuously without ever changing to "charged". Changing the ebb did not resolve the issue. The event and periodic log files did not display any alarms. It was recommended to perform a controller self test. The battery power gauge would not show the charge status of the controller's backup battery.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the controller was exchanged and the issue resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of charging issues with the backup battery was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis, and a log file was submitted for review, and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 3 days (13apr2024 - 16apr2024, 17apr2024 per timestamp). The driveline was disconnected on (B)(6) 2024 at 15:48:38 and the controller was shut down at 15:49:42. There were no notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller underwent preliminary and functional testing and passed. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller functioned as intended. Additional information provided on 20may2024 stated that exchanging the controller resolved the event. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.